Manufacturer narrative:
The insulin pump passed the operating current, unexpected restart error test, and displacement test, but there was a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. They were unable to perform the occlusion, prime/ compromised force sensor system, and excessive no delivery test due to the compromised force sensor system alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a broken belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that he was trying to redo the reservoir. Customer stated that during priming, there was a stream of insulin and it would go through a rewind/prime loop. Customer stated that the pump rebooted and froze at 6 during loading. Customer stated that it didn't load about 2 or 3 times. Customer was not able to finish getting the whole set set-up. Customer's blood glucose was 120 mg/dl at the time. Customer stated that they received a compromised force sensor system alarm. Customer was unable to exit the preparing to prime loop. Customer is currently wearing a back-up pump. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that he received a compromised force sensor system alarm when he was advised to hold down the act button. Customer stated that the drive support cap is protruded. Customer was advised to discontinue use of the pump. Customer was advised that the pump will need to be replaced.